Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusion sets with tape not sticking event on 29-apr-2024. The infusion set was in use for 1- 2 days. No further information available.

Manufacturer narrative:
Device 6 of 8.